Manufacturer narrative:
A patient experienced ineffective therapy/ high impedance was reported to abbott. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000110438. A patient experienced ineffective therapy/ high impedance was reported to abbott. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update, posted 23 apr 2025: it was reported the patient had their system replaced. The two octrode leads, along with the anchors and battery were explanted. The octrode leads were replaced with a paddle lead. A new eterna battery was also placed. The physician felt it would be best to replace the patient battery at that time, as it was an old rechargeable system. There were no complications, and therapy was effectively restored post-operation.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 9-16. Surgical intervention may take place to address the issue.